Manufacturer narrative:
Further information was requested, but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implant procedure. After implant upon interrogation, low impedance was noted on the left ventricular (lv) lead. Post-operation imaging using the fluoroscope machine revealed that the lv lead had pulled back. Intervention was discussed, but none reported. Also, a small hematoma was observed; the patient was given a pressure bandage. Patient condition could not be obtained.

Manufacturer narrative:
Correction: please retract this report 2017865-2020-02317 as this event was reported in 2938836-2020-01384.